Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the hypotube had broken approximately 20.3cm distal from the catheters strain relief. The device was kinked at the point of separation. There were kinks along the entire length of the hypotube. The hypotube damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the very tortuous proximal ramus interventricularis anterior (riva). The physician attempted to place a 2.75x16mm taxus liberte drug eluting stent. It was not easy to shift the stent to the aorta. By shifting the stent the shaft of the catheter was kinked. The physician attempted to smooth the catheter and the shaft broke. The breaking point was outside the patient. The physician pulled the shaft out of the patient without the use of another device. The procedure was complete with another taxus liberte stent. No patient complications were reported.